Manufacturer narrative:
Second lead: evoke 12c percutaneous implant lead kit - 60cm. Lot# - 9016441261. Catalog# - 3008. Manufacturer date - 11/3/2023. Expiration date - 11/2/2025. UDI/gtin# - (B)(4).

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported stimulation in their rib area. Reprogramming was completed and x-ray imaging was performed. Lead migration was confirmed. A lead revision was completed to resolve the reported event. The patient is receiving adequate therapy.